Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, non-sustained rv oversensing episodes were noted. No further information is available at this time.